Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the hip procedure, while the implant was opened, a deficiency in sterile packaging was found. Surgery was completed with alternative product. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. Visual inspection of the package shows the sterile package was not compromised. This does not contribute to the sterility of the product. The initial report was submitted in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to not be reportable. Visual inspection of the package shows the sterile package was not compromised. This does not contribute to the sterility of the product. The initial report was submitted in error and should be voided.